Event description:
It was reported that an intermate was observed to have a white particle floating in the reservoir. The malfunction was observed after the device was filled with flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number 13h024 was manufactured august 10, 2013 - august 12, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. The sample was received for evaluation. A visual inspection identified a white particle floating in the fluid of the bladder, confirming the reported condition. The particle was determined to be approximately 1.0 square mm in size and the morphology suggested that it was a fragment of polyester material from the white screen filter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The fiber was morphologically consistent with being sourced from the screen filter material that is found on the stress members of infusors; specifically, the fiber appeared to have detached from the edge of the screen, possibly as a result of the welding process. The operators perform 100 percent visual inspection; this unit passed visual inspection. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.